Manufacturer narrative:
The device was not returned to olympus for inspection, so the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying a noisy image during setup/inspection prior to clinical use. There was no patient involvement. .